Manufacturer narrative:
According to available info on this inflatable penile prosthesis was implanted on 3/1/1996 and removed/replaced on 5/16/1997 due to "frayed tubing." Physician stated that leakage site was observed "as tubing entered pump from reservoir. Physician further stated tubing length was neither inadequate nor excessive, that it was not noted to be kinked or twisted, ans that is was not in position that would have caused stress(s). Physician also stated that this pt is paraplegic and that this may have contributed to reported event. Pump, two cylinders, and reservoir were returned for eval. Examination and testing of returned components revealed separation/leakage site in inlet tubing adjacent to connector connecting reservoir and pump. Separation is located in tubing on side of connector proximal to pump. Examination of cross sectional surfaces of separation reveals markings characteristic of stress(s) induced rending across inner tube layer and most of outer tubing layer. Posteriorly, in section of tubing connecting the two portion of tubing, crease mark is noted. Additionally, there are several areas of abrasion along each of outlet tubings and inlet tubing. Patern of the noted abrasion indicates that these tubes were overlapped. Based on qa's examination and info provided. Qa concluded that while in-vivo outlet tubes and inlet tube were overlapped and abrading against one another, and inlet tub eas partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend tubing at noted site. This rent would allow loss of fluid and render device inoperable. Although, physician stated that device was not in contact with sharp instrumentation, markings indicating instrument contact were noted on cross sectional surface of separation, as stated above, and across entire cross sectional surfaces of distal tube ends. Eval report: because these components were released according to mfg and quantity control procedures, qa concluded that observed damge occurred subsequent to device packaging being opened. In addition, because expected use of device combined with observed instrument damage to distal tube ends would have resulted in spontaneous fluid loss, qa concluded that this damage most likely occurred during or subsequent to explant. Qa is precluded from determining when observed instrument damage at separation site occurred, however is this damage was present while device was in-vivo this may have contributed to noted rent.

Event description:
Per the info provided to MFR by the physician's office, the device was removed due to "frayed tubing." As reported, the entire device was removed and replaced with the same type device, produced by the same MFR. 6/9/97-as reported in the requested info received from the physician/surgeon, he stated the tubing was "not kinked or twisted."